Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  The date of the events is unknown. According to the article all implants were completed between february 08, 2017 and february 02, 2019. For this reason, the first day of the range was used as the occurrence date. The exact valve model number is not available. Therefore, this report will reflect an sapien 3 unknown. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In this case, the cause of the valve stenosis is unknown. It is possible that patient factors (the progression of pre-existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: jonas lanz, won-keun kim, thomas walther, christof burgdorf, helge möllmann, axel linke, simon redwood, christian thilo, michael hilker, michael joner, holger thiele, lars conzelmann, lenard conradi, sebastian kerber, gerhard schymik, bernard prendergast, oliver husser, stefan stortecky, dik heg, peter jüni, stephan windecker, thomas pilgrim. ¿safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial¿ www.the lancet.com (september 27, 2019).

Event description:
As reported in the medical article: "safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial", patients underwent transfemoral tavr for treatment of symptomatic severe aortic stenosis.  The patients were recruited at 20 heart valve centers in germany, netherlands, switzerland, and the UK between feb 08, 2017 and feb 02, 2019. Participants were randomly assigned to receive treatment with the sapien 3 or a non-edwards device. The following event occurred during the study period: 1 repeat intervention for valve related dysfunction (balloon aortic valvuloplasty).

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10043, 2015691-2020-10044, 2015691-2020-10048, 2015691-2020-10049.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.